Event description:
The complaint was reported by a customer from france. Death was reported, after additional information was received it was cleared that the death was not related to the pump.

Event description:
The complaint was reported by a customer from france. Death was reported. After additional information was received, it was clarified that the death was not related to the pump.